Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump does not vibrate. It was stated that it does not have a low battery status. The customer changed the battery, but anomaly persists. No vibration during self test. Nothing further reported.